Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.